Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the healthcare professional stated that the consumer experienced with symptoms of redness, irritation, watering after wearing the first contact lens from the box. The consumer visited a doctor and was diagnosed with marginal/ peripheral corneal ulcer in the right eye. Medical attention was sought and was prescribed with ciprofloxacin one drop four times for five days. The current status of consumer¿s eye was symptoms resolved at the time of this report.

Manufacturer narrative:
H3, h6: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).